Event description:
Perfectio plus is supposed to be used 7 min per area, 3 times a week to correct wrinkles and lift skin. After first time, 2 second exposure, my skin crumbled. Now, two weeks later, I have brown lines and damaged skin. Infrared light of this device by zero skin gravity is advertised for any skin area, including under eye, with no adverse effects. This is dangerous and not true! The company, zero gravity skin, had refused to look into it. I also learned that the product was approved by FDA based on an alleged sample of 35. I feel wronged by the process, please at least help get me my money back!